Event description:
It was reported that the user experienced a scan error when attempting to scan a new freestyle libre 3+ sensor with the mobile app, despite multiple attempts and app reinstallation, and a subsequent sensor scanned successfully, indicating an intermittent communication failure associated with the replaced sensor. No adverse clinical symptoms reported. Outcomes included no hea lth consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the sensor and phone leading to intermittent communication failure, with device malfunction not identified as the new sensor paired successfully. It was concluded, based on previously established findings for similar reports, that the cause was traced to a user-device related component failure resolved by replacement of sensor.

Manufacturer narrative:
Initial.